Manufacturer narrative:
(B)(4). The product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the impactor pad was found fractured while the trays were being assembled.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, g3, g6, h2, h3, h6, h10. The complaint sample was evaluated and the reported event was confirmed. Visual examination of the returned device showed signs of repeated use and the device was fractured in two pieces. The device history records were reviewed and no discrepancies were identified. The package insert for the device instructs to inspect all instruments/provisionals carefully prior to each use and that if damage or wear is noted that may compromise the function of the instrument, it should not be used. Based on the information available, the root cause is attributed to normal wear and tear from repeated use. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.